Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, the surgeon used a sureform 60 stapler instrument, with a blue sureform 60 reload installed, to staple the common channel closed. Bleeding was observed along the staple line and the surgeon oversewed the staple line to resolve the issue. The procedure completed with no patient injury. On (B)(6) 2021, intuitive surgical, inc. (Isi) obtained the following additional information from an isi clinical sales representative (csr), regarding the reported event: during the procedure, there was a, ¿slow bleed at the staple line¿ described as being, ¿less than 2 cc of blood¿. The issue occurred when the surgeon, ¿tried to staple across the bowel¿ with a sureform 60 stapler instrument and a blue sureform 60 reload installed. The surgeon had used four (4) blue reloads successfully throughout the procedure; however, one (1) did not achieve hemostasis. The staples were formed, there were no instrument clamping or unclamping issues and no reloads were stuck on the tissue. No excessive bleeding nor blood transfusion was required. The surgeon oversewed the staple line with one suture to resolve the issue. The procedure was completed with the use of a backup sureform 60 stapler instrument and there was no report of patient injury. The patient was reported to be recovering well with no post-operative complications. The procedure was not recorded. There were no intraoperative instrument collisions and there were no staple fires on any hard object. The tissue was not calcified, there was no tissue tension, and buttress material was not in use. The stapler instrument and all reloads were inspected prior to use and there were no obvious visible issues. There were no known system errors and no report of malformed staples. There was no report of tissue pushing/bunching. The surgeon attributed the cause of the staple line oozing as related to an issue specific to the blue sureform 60 reload. It was noted that the customer site discarded the single use sureform 60 stapler instrument but the suspect blue sureform 60 reload will be returned to isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the blue sureform 60 reload involved with this complaint and completed the device evaluation. Failure analysis (fa)was not able to confirm the customer reported complaint. The reload was found to have been used and fully fired. No firing failure(s) found with the reload. No missing or undeployed pushers were observed and no signs of cartridge damage was found. Root cause was unable to be determined, as no problem was detected. Additional observation(s) not reported in the customer complaint: the reload was disassembled in-house for inspection and the reload was found to have slight blade damage. Root cause of this failure is typically attributed to mishandling/misuse. No image or procedure video was provided for review. A review of the system logs for the event date of 16-mar-2021 has been performed by an isi post market surveillance specialist and the following was observed: there were no observed events in the system logs that would suggest a product issue and the logged events are in line with normal system functionality. A review of the instrument logs for the event date of 16-mar-2021 has been performed by an isi advanced failure analyst (afa) and the following was observed: there were no observed events in the instrument logs that would suggest a product issue and the logged events are in line with normal instrument functionality. This complaint is being reported due to the following: during a da vinci-assisted right hemicolectomy procedure, the surgeon used a sureform 60 stapler instrument, with a blue sureform 60 reload installed, to staple the common channel closed. Bleeding was observed along the staple line and the surgeon oversewed the staple line to resolve the issue.